Manufacturer narrative:
(B)(4). Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with an extended helix. Blood and/or body fluid was noted in and around the helix housing; extending into the lead neck region. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated that the lead did not exhibit electrical continuity. Detailed analysis to include x-ray imaging, was then performed and confirmed a fractured inner conductor coil at the distal end of the terminal pin. No other lead anomalies were observed. Laboratory analysis concluded that the induced damages likely were incurred during helix extension attempts, during attempted implant.

Event description:
Boston scientific received information that this right atrial lead was returned for analysis following an unsuccessful implant. Reportedly the lead was unable to be secured within the cardiac tissue, so as to provide favorable measurements. Difficulty with the extension-retraction fixation mechanism, prevented the physician from investigating additional implant sites. The lead was then removed and replaced with a non-boston scientific lead to complete the procedure. No adverse patient effects were reported during nor following implant.